Event description:
The customer reported the device failed to deliver therapy. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported the device failed to deliver therapy. No adverse pt impact was reported. In 2009, the customer stated that they initially called the MFR, but decided to troubleshoot themselves. The customer indicated a user error that was resolved by additional training. We are considering this a user error where the customer did not switch to fixed mode pacing, when the ECG signal was inadequate for demand mode pacing. There was no malfunction of the device.